Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint that the truemetrix meter was not turning on when a test strip was inserted. During the call the truemetrix meter did not come on when a test was inserted or by using the power button. Customer stated she has had the truemetrix meter for a year and had just changed the battery the day before. At the time of the call the customer reported feeling dizzy and thirsty; medical attention was not needed at the time of the call.